Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2026, the patient passed out, slipped and fell. An error message would have been displayed by the dexcom device, but it was unknown what type of error message. The patient's wife called 911. The nurse who reported the event did not know long how long the patient was unconscious for, what the blood glucose reading was when a fingerstick was taken by the paramedics, nor what treatment was given at that moment. The patient was taken to the hospital, but the reporter could also not confirm any blood glucose readings nor treatment details from the time at the hospital. The nurse was unsure if the patient sustained any injuries from. The patient was discharged after 2 days. The reporter could not confirm if the patient had a hypoglycemic event, a hyperglycemic event, or if the loss of consciousness was not related to diabetes at all. At the time of the report the patient was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.